Event description:
After having the essure device implanted into my fallopian tubes, my menstrual cycle ceased. I began having hot flashes on a consistent basis, and rash and irritable behavior that was very unlike my personality. I was tested for the blood markers denoting menopause and my primary care physician said that I was fully in menopause, early onset that could only have been triggered by the essure procedure. On (B)(6) 2016, this past saturday, I noticed what appears to be menstrual bleeding, and cramping, although I had not had a menstrual cycle in 3 plus years. I called my gynecologist and am awaiting his response to this very serious problem.